Event description:
Sudden onset pt became flush and hot. Diaphoretic. Care of s.o.b and dry heaves. Dose or amount: l 1500, h 1000, frequency: every dialysis run, route: IV. Diagnosis or reason for use: crd.